Event description:
It was reported that two patients sustained an adverse reaction to the arms, legs and hands after an ultrapulse treatment. User facility further reported that said adverse reaction could not be classified as a burn. Hydrocodone, diazepam, predrizone and zithromax were prescribed as medical intervention.

Manufacturer narrative:
A lumenis field service investigation found that the subject device was within allowable operating and functional tolerances. No related device malfunction was observed. After reasonable attempts, no additional information was made available from the user facility. Should additional information be shared, a follow-up MDR will be filed.